Event description:
Customer allegedly received the following results, with two different meters, within 11 minutes: 355 mg/dl, 440 mg/dl, 347 mg/dl, 260 mg/dl, hi (greater than 600 mg/dl), 437 mg/dl (aviva system 1) and hi (greater than 600 mg/dl), 241 mg/dl, and 205 mg/dl (aviva system 2). Customer thought he may have had some round up chemical on his skin when he tested. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva system 2 (B)(6) - aviva system 1.